Event description:
A report was received that the trial patient was experiencing pain over the lead site. The patient was explanted as the physician believed that the lead have been hitting a nerve. The patient is doing well following the explant procedure.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation of the lead revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that the trial patient was experiencing pain over the lead site. The patient was explanted as the physician believed that the lead have been hitting a nerve. The patient is doing well following the explant procedure.